Event description:
The reporter stated that the surgeon inserted a cq2015 3 piece collamer lens. The lens tore during insertion into the eye. Theinsertion was enlarged to remove. The lens. No suture was required.